Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the patient line of the homechoice cassette and a luer transfer set was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during a drain cycle when the patient was asleep. The patient was not connected at the time of the alarm. During troubleshooting, the patient stated that the luer transfer set disconnected from the homechoice cassette, resulting in the error. The renal therapy service agent assisted the patient in clearing the alarm and informed the patient about the meaning of the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.